Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and vomiting. The cause of the event was unknown. On an unreported date, the patient was hospitalized due to abdominal pain and vomiting. The patient was treated with vancomycin injection (1g start dose, intraperitoneal, frequency and duration not reported), imipenem injection (1g, intraperitoneal, one bag per day, duration not reported) and amikacin injection (100 mg, intraperitoneal, one bag per day, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.